Manufacturer narrative:
(B)(4). Multiple MDR's were filed for this event. Please see: 0001825034-2019-02275. Report source: (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the patient experienced pain post procedure. It was identified the screw backed out of the radial head. No further information has been provided at this time. It has not been indicated the patient has been revised.

Event description:
No further information has been made available.

Manufacturer narrative:
- Review of device history records found these units were released to distribution with no deviations or anomalies. - no product was returned. - radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: "overall fit appears normal, although there is a dislodged screw. Alignment is normal. Bone quality appears normal. No signs of loosening, wear, radiolucency, or contributing factors are detected." The complaint is confirmed. - root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.